Manufacturer narrative:
(B)(4). The device was returned to and evaluated by baxter. Functionality testing as well as device eval confirmed that the 0, 1, 2, and 3 keys were intermittent, caused by a failed keypad. The keypad was replaced. Baxter has initiated a CAPA to further investigate the issue.

Event description:
It was reported that a spectrum pump's #0, 1, 2, and 3 keys on the keypad were working intermittently. There was no pt involvement.